Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the driver passes the test, but while completing the tests of the batteries, the driver doesn't recognize the batteries (even with other batteries).

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10136a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found multiple alarms related to recognition of batteries that can occur either from lack of recognition or from the batteries being removed as part of the system checkout. Batteries used during system checkout were not returned for investigation. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included tests to evaluate the driver's ability to recognize external batteries by inserting and removing them. The original batteries used during the complaint were not returned for testing so known funcitonal test batteries were used. All batteries were recognized by the driver to both charge and discharge appropriately and while driver was removed from a/c power, batteries successfully powered the driver and driver operated normally. Customer complaint was not replicated. Failure investigation for this complaint confirmed the reported issue from alarm history review. Customer complaint was not replicated during testing; the root cause of ther reported inability of the driver to recognize external batteries was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the driver passes the test, but while completing the tests of the batteries, the driver doesn't recognize the batteries (even with other batteries).